Event description:
Caller reported that at 6:00 pm, the aviva system gave a blood glucose result of 166 mg/dl. He did not take his prescribed set dosage of insulin, because he felt disoriented and shaky at the time. Same system retest results: at 6:05 pm 96 mg/dl at 6:08 pm 72 mg/dl at 6:13 pm 52 mg/dl at this time, customer called ambulance. His fiancée gave him 4 glasses of orange juice. Customer reported being capable of self-treatment. Same system retest results: at 6:23 pm 102 mg/dl at 6:28 pm 62 mg/dl at this time, fiancée gave customer one half inch of a chocolate bar. Customer reported being capable of self-treatment. At 6:33 pm, the ambulance arrived. Result on their meter was 122 mg/dl. At this time, customer was throwing up and had a bad headache. Customer was taken to hospital; did not know timeframe of ambulance ride to hospital. Hospital meter result was in the 140's mg/dl. Customer was unable to remember the exact reading, and was unable to remember if any treatment was given to him during the ambulance ride. Hospital gave him an shot for headache, medication and dosage unspecified. Customer was released the morning after, unsure of the time. He was unsure if he was admitted to hospital of if he received any treatment relating to blood sugar. Customer is feeling fine now. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.